Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was working for the first 3 days, then the morning of the call she received a lost sensor alert and the insulin pump went into threshold suspend. The sensor was reading 64 mg/dl but her blood glucose was 172 mg/dl. The customer stated she also received calibration error alerts and change sensor alert. Troubleshooting was performed and the customer found the sensor slightly curved at removal. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.